Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), which was oversensed resulting in inappropriate anti-tachycardia pacing (atp). The patient also received an inappropriate shock. It was also noted that shock impedances were low out of range during the delivered shock. The patient underwent a revision procedure wherein the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was noise on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), which was oversensed resulting in inappropriate anti-tachycardia pacing (atp). The patient also received an inappropriate shock. It was also noted that shock impedances were low out of range during the delivered shock. The patient underwent a revision procedure wherein the rv lead was explanted. No additional adverse patient effects were reported. It was reported that this device was returned over a year later, indicating the device was explanted. No further allegations relating to the performance of the device were noted.